Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the jejunum for cyst drainage during a cystojejunostomy procedure performed on (B)(6) 2024. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, after the second flange of the stent was deployed, the stent moved out of its position and into the working channel. The stent was pushed out of the scope using the delivery system of the second axios stent and was later removed using rat tooth forceps. The procedure was completed using the second axios stent. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: it was reported that the axios stent was intended to be placed for cystojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed transduodenal to the jejunum.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the jejunum for cyst drainage during a cystojejunostomy procedure performed on (B)(6)2024. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, after the second flange of the stent was deployed, the stent moved out of its position and into the working channel. The stent was pushed out of the scope using the delivery system of the second axios stent and was later removed using rat tooth forceps. The procedure was completed using the second axios stent. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: it was reported that the axios stent was intended to be placed for cystojejunostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed transduodenal to the jejunum.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block h11: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent fully deployed and expanded, with the inner sheath kinked and the deployment hub separated from the handle. No other damages were noted to the stent and delivery system. The reported event of stent positioning issue cannot be confirmed as this event occurred during the procedure and it is not possible to replicate in the laboratory of analysis. The additional observed damages inner sheath kinked, and deployment hub separated were likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician, which could have resulted in the damages noted to the device. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed for cystojejunostomy procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transduodenal to the jejunum. Additionally, stent positioning issue is a known potential complication associated with the use of the device in the manufacturer's labeling. Taking all available information into consideration, the investigation concluded that the reported event of stent positioning issue is a known potential complication associated with the use of the device in the manufacturer's labeling. Therefore, the most probable root cause is known inherent risk of device.